Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up noise was seen on both atrial and ventricular leads. Inappropriate auto mode switch episodes were recorded when the patient was an electric drill at the time. It was also noted that an insulation anomaly was suspected however, it was later reported that no insulation anomaly was observed at the time of pacemaker follow up and no noise could be reproduced with pocket manipulation or arm maneuvers. No intervention was performed. The patient was stable and will continue to be monitored.